Manufacturer narrative:
Failure analysis noted that the pump had intermittent up button response due to corroded keypad traces. There was no unexpected numbers ramping and scroll bar moving. The pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was 231 mg/dl. The customer stated that the numbers were ramping and scroll bar moving with no input. The insulin pump was not returned for analysis.